Event description:
User alleges two events of problems with cuff deflation when unit is already in patient. No reported adverse outcome to patient.

Manufacturer narrative:
Results code: the investigation into this event was limited as no sample was returned for analysis, and no catalog number or lot number identified by the user facility. A review of our complaints history could not be performed as the user facility did not record the catalog number or lot number used in these events. Though there have been complaints for cuff deflation in use during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is unknown if the unit was pre tested per the instructions for use. Without the event sample, or any further details, we are unable to determine if this event is due to a device malfunction or user interface. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced. This report has been logged for trending.